Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28march2019. The customer troubleshot with technical support. Resolution and disposition: the customer was advised to replace the system leak test fitting and was provided with part number and price.

Event description:
It was reported that the ventilators leak test fitting was damaged. No patient involvement. Event date not specified, estimate used.